Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 was failed to close. A field service engineer replaced the latch inseparable in auxiliary drawer 4 due to a missing magnet, and drawer 4 was able to recover and open and close with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ed-zone-c drawer 4 failed to stay closed and could not be recovered. The customer attempted to recover the drawer, but it did not open and could not be fixed. The issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.